Event description:
A doctor reported fibrin following an intraocular lens (iol) implant procedure. Nonbacterial endophthalmitis was suspected and the patient was treated with ocular medication. Symptoms have not improved. The lens remains in the eye. Additional information has been requested.

Manufacturer narrative:
Additional information provided. Product evaluation: the product was not returned. The customer indicated the use of an unspecified cartridge and an unspecified handpiece. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated. Neither one is approved for this lens with any cartridge combination. The manufacturing investigation has not identified a root cause to date.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Product evaluation: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Additional information was received. Bacteriological testing was not performed. The symptoms recovered after initial medical treatment. The clinical judgment of the inflammation was determined to be noninfectious.